Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):during evaluation, the pump paired successfully with a test meter. A 24 hour duration test was performed. No un-programmed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed and both were accurately recorded in pump history. No damage found to the keypad. All buttons responded to presses as expected. There was no evidence of damage or corrosion found under the key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump delivered an unprogrammed bolus. The patient did not allege any harm or injury because of the reported issue. The reporter claimed that the pump had delivered spontaneous boluses the previous 1-2 weeks. On (B)(6) 2012, the patient claimed that the pump vibrated. When the patient unlocked the pump, she noticed that a screen displayed a 0 of 0 unit normal bolus was completed and delivered. On (B)(6) 2012, another 0 of 0 unit normal bolus was noted. The reporter denied that the pump's buttons were touched or accidentally pressed during the time of concern. She claimed that the pump was also intentionally locked during the time of concern. The reporter denied that the pump was exposed to moisture or trauma. She also denied that the pump had any tactile issues. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a an unprogrammed bolus delivery issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.